Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch/lock sensor was defective. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 01-jul-2025. H3: one device was received for evaluation. The service history review of the device showed no applicable history. The customer issue of "latch/lock defective" could not be confirmed through functional testing, however, found device would alarm "cassette not attached properly" when latch lock was closed in regular mode and also found that the downstream occlusion (dso) sensor value was held high and dso seal was improperly applied. No further actions were taken. The device was deemed beyond economic repair (ber) due to the extent of repairs needed.